Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump powered on again after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed complaint in history but could not reproduce it . Black box review shows one ¿power on reset¿ event on the reported failure date lasting for 2 hr 30 min, the battery voltage at the time of the por event was not low. Visual inspection shows no physical damage to the battery compartment. The battery compartment is intact and able to maintain electrical connection. Cap contacts measurements were taken and found to be within specification. Pump powers ¿on¿ and displays ¿verify¿ screen. The battery cap was tighten then unscrewed ½ turn, no reboots were duplicated. The pump was exercised for 24 hr, no power interruption occurred during the course of the duration test. The pump¿s cover was removed, and the pcb was inspected, no moisture ingress was found. The power circuit and flexes were inspected for intermittent condition, none was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.